Event description:
A remstar auto p-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. There was no secondary finding available. The device was scrapped as per customer request.